Manufacturer narrative:
Pump error 38 alarm during the rewind test due to corroded motor home switch. Unable to verify pump error 43 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl and 79 mg/dl at the time of incident. Customer was treated with food. Customer was using auto mode feature. Customer was not able to clear the alarm and was not able to complete rewind and had leaks at o rings. Customer did not allege that the insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned and the reservoir will not be returned for analysis.